Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-06606. The pt was implanted with two lead from the same lot number. It was reported the pt is scheduled to have his scs system removed because he did not receive any pain relief. It was also reported the pt experienced discomfort at his ipg site when sitting down. F/u identified the pt's scs system was removed on (B)(6) 2013. No product will be returned to the MFR.